Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon rupture and vessel dissection occurred. The 75-90% stenosed target lesion was located in the non calcified left circumflex artery (lcx). The physician placed a xience stent in the lesion. A 2.5 x8mm nc quantum apex balloon catheter was used to post dilate the placed stent. The balloon was inflated multiple times (three inflations to 20 atm) the balloon ruptured on the third inflation. After angiography a vessel dissection was noted. The physician noted a possibility the dissection was caused by deep seating the guide catheter or proximal stent damage caused by the nc quantum apex balloon catheter. The dissection was treated with a non bsc balloon catheter to complete the procedure. No further patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon rupture and vassal dissection occurred. The 75-90% stenosed target lesion was located in the non calcified left circumflex artery (lcx). The physician placed a xience stent in the lesion. A 2.5 x8mm nc quantum apex balloon catheter was used to post dilate the placed stent. The balloon was inflated multiple times (three inflations to 20 atm) the balloon ruptured on the third inflation. After angiography a vassal dissection was noted. The physician noted a possibility the dissection was caused by deep seating the guide catheter or proximal stent damage caused by the nc quantum apex balloon catheter. The dissection was treated with a non bsc balloon catheter to complete the procedure. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the outer shaft was separated adjacent to the proximal balloon bond. The balloon was distended distally, extending beyond the distal balloon bond. Gently pulling the balloon back into the correct position, magnified inspection revealed there was no damage to the balloon. The markerband distance was within specification. The balloon bonds were intact and the actual detachment occurred in the outer shaft component. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).